Manufacturer narrative:
(B)(4). Similar to device under 510(k) p0700163. (B)(4). Summary of investigational findings: based on the available information it is believed, that the advancement difficulties observed is not related to device performance, but rather to patient condition ("...inserted the zteg-2pt-38-152-pf from the left femoral which was 8-9mm but could not advance it further than the beginning of the left common carotid artery due to strong resistance."). However, without the imaging and an investigation of the used device, we are unable to give an exact root cause and no conclusion can be drawn. There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient with the chronic type b dissection underwent repair. The patient's ascending aorta was replaced with artificial vessel by open surgery. The dissection was from the distal arch to the bifurcation of the aorta, and the entry of the dissection was in the distal side of the lsca. The original plan was placing a zteg-2pt-38-152-pf from the beginning of the brachiocephalic artery and a gzsd-36-164-2 to above the celiac artery to ensure the true lumen after ax-ax bypass and s-c bypass. The physician inserted the zteg-2pt-38-152-pf from the left femoral which was 8-9 mm but could not advance it further than the beginning of the left common carotid artery due to strong resistance. Thus he deployed zteg-2pt-38-152-pf there, then he planned to deploy tbe-38-77-pf above it. He inserted tbe-38-77-pf from the left femoral but could not advance it any further than the distal arch of the previously placed stent graft because the tip of the delivery system received strong resistance. He angiographically confirmed that there was no endoleak, so he placed gzsd-36-164-2 and completed the procedure. Patient outcome: the patient didn't experience any adverse effects due to this occurrence.